Manufacturer narrative:
(B)(4). The customer reported a failure to shock during a patient event. The involved patient died but the customer reported that the device behavior did not have an impact on the outcome of the patient. The defibrillator was returned to the philips and evaluated on (B)(6) 2011. The reported symptom was verified. There was an intermittent connection between the therapy port and therapy connector. Replacement of the port and cable resolved the symptom. We are unable to determine the cause of the reported symptom as more than one part was replaced.

Event description:
The customer reported a failure to shock during a patient event.